Event description:
It was reported that impedance readings were greater than 3600 ohms and current was less than 0.065 ma intraoperatively (setting were amplitude 3v, 90 microseconds, 100 hz) after placement of a new transdermally surgical lead in the lumbar area. The amplitude was increased to 6v and the impedance measurements were rechecked. The impedance was still greater than 3600 ohms, but the current was 0.315 ma which indicated there was no open circuit. The patient's lead was placed under local anesthetic. It was also noted that if the lead was resetting on fat tissue, it may require high amplitude settings. Additional information received from the physician reported that the patient did not experience any symptoms. A revision was performed (date and details were not reported). The patient outcome was reported as "no injury". The hcp reported that the patient's pain was controlled on medications.

Manufacturer narrative:
.